Event description:
It was reported that the device exhibited premature eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed after reviewing the battery trend data stored in the device. No high current drain sources were found throughout testing. The original battery was sent to the vendor for analysis; however, no loading mechanisms were found that would cause battery depletion. The root cause of the premature battery depletion remains undetermined.